Event description:
In 2008, the pt's father reported that the pt's infusion device (competitor prod) continued to display blockage errors. The pt's blood glucose elevated to 200 mg/dl, due to the blockages. They would change the insulin cartridge and infusion set and bolus to lower the pt's blood glucose. The pt was not available to troubleshoot at the time of the report. The father stated that they were able to prime and bolus through the infusion tubing but the blockages occur after the pt connects to the infusion site. He stated that the infusion site cannula does not appear to be bent or damaged. The father was educated on infusion site mgmt and the pt was sent an infusion site insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.